Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received. It is unknown if the product was used according to labeled indications. Visual examination was conducted and no anomalies were found. Batch records for lot 171793f were reviewed and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171793f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested on 07/30/2010. Additional information was received on 07/30/2010, 08/04/2010, 08/05/2010 and 08/12/2010. A questionnaire was received from the consumer on 08/05/2010. (B)(4).

Event description:
Adverse event(s): "corrosion of the cornea" (no code available); "pain" (pain); "pus" (discharge); "inflammation" (inflammation); "toxic reaction" (reaction); "redness" (red eye(s)); "pressure epiphora" (tearing, excessive); "toxic poisoning of the cornea" (no code available); "scattered point corrosions" (no code available); "light sensitive" (no code available); "opaque spots" (no code available); "blisters" (no code available); "conjunctivitis" (conjunctivitis). Product problem(s): "none reported" (no information). An optician reported that a patient experienced pain and corrosion of the cornea following two days of use of this product. On the (B)(6)2010, the optician reported there was no longer any pain and no blindness. On (B)(6)2010, the patient reported she experienced pain, pus in her eyes, tearing and light sensitivity following the use of this product. She stated she went to an ophthalmologist and was diagnosed with "toxic poisoning of the cornea and scattered point corrosions." The patient noted she discontinued use of this product and is now wearing glasses. An ophthalmologist reported the patient was seen on (B)(6)2010 for problems with the right contact lens. A coating was formed and vision became blurry, which had been going on since (B)(6)2009. On (B)(6)2010, the patient experienced problems with red eyes. The ophthalmologist stated the patient was treated for infection and inflammation without improvement. The ophthalmologist reported the patient was seen on (B)(6)2010 experiencing redness, pain, pressure epiphora and inflammation. The ophthalmologist stated he diagnosed the patient with a "toxic reaction and sporadic corrosions of the cornea." The ophthalmologist noted the patient was treated with an antibiotic for 10 days and discontinued contact lens use. The ophthalmologist stated at that time the patient was wearing glasses and daily wear contact lenses occasionally. The consumer provided a completed questionnaire on 08/09/2010. She reported that she had a problem for some days that her lenses or especially one of her lenses "greased up". She stated that at the same time she started new mascara. She reported she experienced eyes red as fire, tearing, and it looked like there were blisters on the cornea. She also experienced pain and stinging in the eyes. Her doctor prescribed anti-inflammatory and antibiotic medication and discontinued contact lens wear. The doctor was not certain what the cause was. She stated that six weeks later she used the product again and in just a few hours she could hardly open her eyes and they were light sensitive and tearing. While on vacation, she went to a local doctor who prescribed an antibiotic and sent her to an ophthalmologist who reported a serious corrosion with sporadically "opaque spots" and almost blisters. The ophthalmologist advised her to discontinue contact lens use in the future. In a letter received on 08/12/2010, the consumer stated that she went to see an ophthalmologist and it was established that she had only just gotten bad conjunctivitis which should be treated with an antibiotic corticosteroid three times a day for two weeks. She stated she is not allowed to wear her contact lenses during this time and has a follow up appointment with the doctor. She stated that she will conform to the doctors' instructions, especially as the first mentioned treatment medication causes blurred and severely impaired vision.